Manufacturer narrative:
Follow-up #1: date of submission 11/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2015 with the following findings: no defect or malfunction of the virbrator motor was observed. No defect or malfunction of the piezo/audio funciton was observed. The display lens had moisture present. The audio bolus button cover was daamged. Moisture was found on the audio bolus button contact.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was constantly vibrating. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.